Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074532, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7075089, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent a procedure wherein the spinal cord stimulator (scs) system were explanted. The explanted devices were discarded by the medical facility and will not be returned.